Event description:
A customer reported that during a patient procedure, using a glidescope avl video baton 3-4, the baton was kinked and the image went out when flexed. The procedure was completed using a different glidescope avl video baton 3-4 which was made available in an unspecified amount of time. No delay in the procedure or harm to the patient was reported.

Manufacturer narrative:
The customer declined the option to have their glidescope avl video baton 3-4 returned to verathon for evaluation. Since the device was not returned to verathon for evaluation, the cause could not be determined; however, it is likely that the reported damage to the video baton may have caused or contributed to the image issues. Upon review of the device history for the serial number " (B)(6). " it was determined that the device was manufactured on december 20, 2018 and is past the two (2) year expected product life as outlined in the glidescope operations and maintenance manual (omm). Due to the age of the device and the fact that there are no repairs available for the video baton, the customer was advised to replace their glidescope avl video baton 3-4. At this time, the cause of the reported issue could not be determined; however, it is likely that the age of the device, five (5) years and zero (0) months, may have caused or contributed to the event. The glidescope video laryngoscopes operations and maintenance manual (omm) notes that "before every use, ensure that the instrument is operating correctly and has no sign of damage. Do not use this product if the device appears damaged." Verathon followed up with the customer and restated the importance of checking the device before its use in a procedure. Review of complaint history for the reported serial number did not identify any previous complaints reported to verathon. Trending analysis for the glidescope avl video baton 3-4 does not identify any trends exceeding acceptable limits. Review of the system risk assessment confirmed that the risk associated with the hazardous scenario has been adequately captured and characterized. Corrective action is currently not required at this time. Verathon will continue to monitor for any ongoing trends.